Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported by nurse that the pump had a red screen with communication error when set up to run a normal saline at 25ml/hr. The device was not connected to a patient at the time but was instead being used for marketing pictures. This was reported to bd representatives during their site visit. There was no patient involvement.